Event description:
Dealer states the device shut down and end user not getting enough oxygen. In speaking with the reporter it was learned the unit allegedly was not producing enough oxygen for the consumer and the consumer was short of breath. The consumer panicked and this made the situation worse. The end user went to the hospital, was stabilized when provided with oxygen. The end user was released without further incident.

Manufacturer narrative:
(B)(4) - model xpo100b serial number/date code (B)(4) approximately 2 months old. The owner's manual part number 1148112, rev.d(dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. Of note: the end user has received a new unit and using the unit without further incident. The sample will be returned. If any new further information is received a supplemental report will be filed.